Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (550 mg/dl) and large ketones. Health care provider did not identify ketones as dangerous or life threatening. The cause was unknown and customer did not observe any abnormalities with pump or supplies. Customer was treated with insulin drip and manual injection to resolve the issue. Customer was discharged from the hospital on (B)(6) 2018.